Event description:
During a coronary drug eluting stenting treatment procedure that a stent defect was noticed. The defective stent was a 3.0x16mm taxus express2 drug eluting stent. No further information could be obtained surrounding this event.